Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed, no anomalies were found or issue identified that required full analysis.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to report of pocket p ain and discomfort. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.